Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found hemoglobin (hgb) was failing daily check for background. Sample from white blood cell (wbc) bath was partially going to hgb cuvette. The fse indicated that choke (ck136) was partially clogged. The fse replaced out valves (vl136, vl107 and vl115); however, the issue was not resolved until ck136 for mix pressure was replaced. Following the repair, the instrument was verified and will be monitored. Failure mode was related to ck136 being partially clogged.

Event description:
The customer reported to beckman coulter (bec) that the mean corpuscular hemoglobin concentration (mchc) was high on the xb on the unicel dxh 800 coulter analyzer and hemoglobin (hgb) was high on a patient sample without instrument generated messages. Controls were run before and after the incident and recovered within range. The analyzer is currently performing within quality control (qc) specifications with respect to controls and reproducibility. Previously-run patient samples were not rerun to confirm accurate back to the last acceptable control run. Printouts were provided for eight (8) patient samples. Data review shows samples gave high hgb with high mean corpuscular hemoglobin (mch) and mchc when compared to rerun and released results. Samples gave h&h check failed message, but no instrument generated messages. The erroneous results were not reported outside the laboratory as all samples were rerun on another instrument and released from there. There was no death, injury or effect to patient treatment. Xb = bull¿s moving average. A quality control mechanism used by hematology instruments that monitors the stability of the instrument by using the red cell indices mcv, mch and mchc. Hh - result is above the action limit set by your laboratory and may generate an interpretive message on the printout.